Manufacturer narrative:
Clarification to d4 device information: additional follow up is being performed to confirm the device information for this record as conflicting information was received. At this time, device information will remain as originally reported. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "gel bleed" observed during surgery.

Event description:
Patient reported right side "prominent radial fold" and healthcare professional reported right side "doctor suspects folded by dimension" confirmed via MRI. Patient later reported right side "implant exchange with no complaint against the device". Healthcare professional later reported right side "gel bleed" observed during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ crease / folding of implant: observed creases on device. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. As per the investigation procedure, creases, non-penetrating nick and opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "prominent radial fold" and healthcare professional reported right side "doctor suspects folded by dimension" confirmed via MRI. Patient later reported right side "implant exchange with no complaint against the device". Healthcare professional later reported right side "gel bleed" observed during explant surgery. Device has been explanted and replaced.